Event description:
There was no reported pt impact associated with this complaint. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor resistance reading was out of calibration. Review of the pump history did not reveal any loss of prime alarms or "no cartridge detected" alarms. During eval the load step was activated and the pump did not detect the cartridge and dispensed some fluid.